Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was distended. Another lp was used to complete the procedure. The patient was in stable condition.